Event description:
Portacath inserted in 2001 and broke apart. Catheter piece retrieved from the main left pulmonary artery 4 days later. Remaining portacath removed. Catheter piece retained but rest of the device discarded.